Event description:
It was reported by repair work order that there was no power to the bed due to a loose power prong on the power cord and there was no power to the auxiliary outlet due to the auxiliary power cord being unplugged. It was also reported that the nurse call was not functioning due to a damaged nurse call cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.